Event description:
The insert would not snap into the baseplate. Another insert was available and was not used successfully. There was no adverse consequence for the patient or delay in surgery or anesthaesia time.

Manufacturer narrative:
Summary of evaluation: the evaluation results suggest that this event is not device related but rather is associated with intra-operative procedures.